Event description:
During a thorascopy procedure, two small pieces of material were found in the patient's thoracic cavity. The spatula was examined and an area of coating was found missing near the metal tip. The device and the loose pieces of material were removed from the field.